Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged as confirmed via x-ray. A revision procedure was performed and the ra lead was repositioned. No additional adverse patient effects were reported.